Manufacturer narrative:
The customer's report that a set model: 2420-0007 male luer lock tip snapped and broke to a macro IV extension set pressure cap was confirmed based on inspection of the as-received set samples. There was an unexpected material lodged within the non-bd set's female connector opening. The unexpected material (likely the tip of the male luer lock p/n: 600117 from reported set model) was unable to be removed. No other issues were observed. The root cause of the customer's report was not identified.

Event description:
It was reported that male tip snapped and broke from a 2420-0007 to a macro IV extension set pressure cap. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed), and d.11. The customer's report that the male luer lock tip snapped and broke was not confirmed. No set samples were received for evaluation. No root cause was able to be identified.

Event description:
It was reported that male tip snapped and broke from a 2420-0007 to a macro IV extension set pressure cap. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that male tip snapped and broke from a 2420-0007 to a braun macro IV extension set pressure cap.